Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the implantable cardioverter defibrillator (ICD) showed inadequate high voltage therapy because it was unable to fully convert ventricular tachycardia. No interventions were reported. The patient was stable.